Manufacturer narrative:
Device passed the self test. Missing segments/partial display not confirmed. Device seats immediately due to dried insulin causing the motor slide to get stuck to the motor slide seal. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to stuck motor. No delivery alarm/occlusion during therapy unknown. Prime/fill anomaly confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen look like it lost power and hit hard then next time customer looked at it, it disappeared. Customer stated it looks like it fade. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump did not alarm with no reservoir detected. The insulin pump will be returned for analysis.